Event description:
It was reported the pump alarmed occlusion. Options given were silence and help. Silenced pump, clicked on help. Device said to insert spike fully into bag, pushed both spikes in they didn?t move. They appeared to have been pushed in fully. Checked patient port clamp and admin set clamp, both open. Occlusion did not clear. Unlocked admin set from pump, removed and pressed and held green flow stop button, aligned tubing and ran my thumb over the top of it and reinserted onto pump. Closed lock and got notification that occlusion was cleared. Nurses reverified delivery settings started pump. Waited until .1 was administered without an alarm and patient went home. No patient injury reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.